Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00657. Related manufacturer reference number: 3006705815-2022-00573. It was reported that the patient's ipg was inoperable and at end of service. X-rays also confirmed that the patient's right lead had fractured. The patient was previously receiving therapy from the left lead only. Surgical intervention is anticipated. Note: it is unknown which lead fractured so both are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.